Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field(s): d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotriptor, ultrasonic stopped working halfway through where it lost power and couldn't be turned back on. The issue occurred during an unknown urology procedure that was completed with a similar device. There were no reports of patient harm.